Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use following a peripheral angioplasty procedure. The device was deployed successfully into the right common femoral artery (rcfa). Two hours after the procedure, the pt felt pain and pressure in the groin and began to bleed. Manual compression was applied but hemostasis was not achieved. Surgical intervention was necessary and hospital stay was extended.